Event description:
It was reported that approximately four minutes into the ablation phase, the physician was moving the sheath by accident when he was talking to the staff and the rep. The machine generated an alarm, but the physician continued the case. Post procedure, a slight burn was noticed on the vagina and the physician rated it as less than a first degree burn. It was very small and superficial and the physician did not feel a need to treat the burn. No patient complications were reported as a result of this event. The patient's condition was reported as "ok."

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. It is important to ensure a good cervical seal when performing hta procedures. The hta user's manual on pages 5 - 7 indicates the warnings and precautions of hta use; some of which specifically refer to the importance of the cervical seal to prevent thermal injury. Pages 38 and 40 which reference the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the patient. Device disposed